Manufacturer narrative:
Zoll medical united kingdom evaluated the device and the device performed to specification. The customer's report was not observed during evaluation of the device. The customer's report was not replicated or confirmed. The device was put through extensive testing using CPR complete pads (which contain a shorting link) without duplicating the report. Your facility indicated the user connected CPR stat pads to device and expected to see "short detected." It is normal operation that the device shows defib pads lead fault with CPR stat pads connected because these pads do not contain a short. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.